Event description:
A surgeon reported a patient seeing halos and glare following intraocular lens (iol) implant surgery. Six months later, the lens was exchanged for a different model lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product meet release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.